Event description:
Customer stated that provue issued negative result for an antibody screen on a patient sample where visual inspection of the card indicated 1+ reaction for cell ii. No previous history on this patient. Manual testing using the same lot # of cells and gel cards with the following results; cell #2=1+, and cell #3=1+. Antibody was later identified as anti-jkb. No erroneous results reported on this patient as a result of this incident.